Manufacturer narrative:
The device was discarded after use and therefore not available for return and investigation. There were no device deficiencies reported related to the zoom 71. Based on the reported information provided, resistance was encountered in the right carotid terminus while advancing the zoom 71. The physician was unable to advance the catheter past the posterior genu. The exact cause of the resistance and extravasation are unclear. The manufacturing records for this lot were reviewed and did not reveal any issues pertaining to design, manufacturing, or quality.

Event description:
A 58-year-old female patient presented with tandem occlusion, clot in the internal carotid artery (ica) and in the m1 segment. The patient presented with normal type 1 arch with no tortuosity noted. Access was obtained using a zoom 88 access catheter and was parked at the horizontal petrous. The treating physician did not extend the guidewire past the tip of the zoom 71 and using a floating technique, advanced the zoom 71 to the m1 segment. He had difficulties during advancement and the zoom 71 would not advance past the posterior genu. Resistance was felt near the carotid terminus as noted under fluoroscopy. To advance further, the physician stopped, pulled back the zoom 71 catheter to relieve tension. He injected contrast through the zoom 71. Angiogram imaging revealed extravasation at the distal supraclinoid internal artery. An attempt was made to coil the rupture but was not successful. The physician ended the procedure. The patient expired the following day. The cause of death was reported as exsanguination. There was no device malfunction reported against the zoom devices.